Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaints of flashback and blood flow were confirmed based on the circumstantial evidence that was observed in the photograph and on the physical sample that were provided for investigation. One shielded needle was provided for investigation along with three top web labels from lots 4292357, 4303344, and 5010456. The lot of the returned sample could not be determined. Instead of being contained within the flashback chamber, what appeared to be blood residue was observed throughout the grip and barrel, which supports the complainant¿s description of the reported event. The leak path could not be determined due to the dried blood residue. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc leaked. The following information was provided by the initial reporter: upon accessing vein if you pull the needle out slightly to advance the catheter the blood comes around the needle, only if you retract before pulling back at all will you not have some backflow. This is only happening with the 18 gauge needles. Customer reported on 21-apr. I first reported the issue (B)(6) 2025 and we have had consistent issues since that time. There has been no harm to staff or patients but a lot of soiled linens, scrubs and shoes.